Manufacturer narrative:
An event of worsening regurgitation was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020, a 27mm tailor flexible annuloplasty band was selected for implant for the tricuspid valve. However, regurgitation worsened after implanting the tailor band. Therefore, the tailor band was removed from the patient. There was no replacement device and the surgery was completed with no adverse consequences or serious injuries to the patient. The patient recovered after the surgery without any problem, and has been discharged from the hospital.